Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm during a set change. Customer's blood glucose was 192 mg/dl. During troubleshooting, customer reported the device did not alarm a no delivery alarm during manual prime. Customer was advised the reservoir will be replaced. Customer will not be returning the reservoir for analysis.